Manufacturer narrative:
It's not possible to determine a manufacture date without a reagent lot number or a meter serial number.

Event description:
A healthcare professional stated that a pt's blood glucose was tested using the facility's elite meter and the reading was 120 mg/dl. The pt's blood glucose was also tested using a lab test and the result was 500 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The caller did not have the meter or testing supplies with her at the time of the call, so troubleshooting was not possible. The advocate also mentioned the pt was taken to the ER. She was unable to provide any more information about the event before ending the call. There was no mention of treatment, but the pt was most likely given insulin for the high glucose reading. No product will be returned at this time.